Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). The health care professional (hcp) reprogrammed back to bipolar and did not evaluate this rv lead. This patient was in isolation due to covid. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.